Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 58 mm diameter fusiform abdominal aortic aneurysm. The aortic neck was 20 mm in diameter proximally and 19 mm distally with a length of 26 mm. It was reported that a type ia endoleak was observed during the procedure and was resolved by adding an aortic cuff. The procedure was completed with a type IV endoleak. The patient returned for follow-up and it was reported that the aneurysm diameter had increased from 58 mm to 61 mm and intervention was necessary. The CT images indicated what appeared to be a type iii fabric, endoleak originating from near the contralateral gate. Yet, the CT images alone are not sufficient evidence to make any determination. The patient will be monitored. No additional clinical sequelae were reported.